Event description:
Additional information received from the company representative indicated that the rep became aware of the event on (B)(6), the cause of the stall was not determined. The pump was replaced and the explanted pump was discarded by the operating room staff.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml dilaudid at and unknown dose via an implantable pump for spinal pain. It was reported that the patient's pump had stalled on (B)(6) 2016. It was unknown if the patient had recently had an MRI. The patient heard the pump alarming and went into withdrawal, so the pump was programmed to minimum rate mode and the patient was supplemented with another form of pain medication. A motor stall recovery occurred, but the doctor decided to replace the pump. It was noted that the replacement occurred on (B)(6) 2017 and the pump was programmed to minimum rate until their doctor got back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.